Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection did not confirm the presence of an external fluid leak, however, confirmed the location at the dialysate port. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m60, an external fluid leakage occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.